Event description:
Post implant intervention to treat limb occlusion. One hour post implant the pt was diagnosed with an occluded right graft limb. A stent was placed in the limb to ensure blood flow.